Event description:
Pt developed dvt on operative leg post op day 2 following a left total knee arthroscopy. Staff reported issues with scd pump; switched pumps x 2 and foot sleeve x 3. At least 2 of 3 foot sleeves were defective as determined by our clinical engineering department. None of the sleeves were kept by staff for investigation. Date of use: (B)(6) 2013.